Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4) , serial: (B)(6), batch: a000173917. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The event of bleeding complication case aborted was reported to abbott. During the procedure, the case had to be aborted due to the patient having bleeding complications. The patient is no longer in the hospital and is stable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an implant procedure on (B)(6) 2025, the patient experienced bleeding complications. As a result, the implanted leads were removed, the procedure was abandoned, and patient was admitted to the hospital to address the issue. Patient has since been discharged and is stable. It is unknown which lead contributed to the event.